Event description:
Information received from the field notes that during a routine follow-up, measured data and diagnostics could not obtained. The battery current drain was 342ua. A software download was performed, but the current drain increased to 357ua. The patient had no symptoms since the previous follow-up and remained asymptomatic throughout the download.